Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Per failure analysis (fa): the instrument was found to have a broken grip at the grip base. A pie approximately .212" x .615" was found to be broken off the yaw pulley. The broken piece was not returned. Additional investigation, found the instrument to have a frayed and derailed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the cadiere forceps was missing one jaw. There was no reported injury.